Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci vessel sealer with an alleged issue to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A visual inspection found no damage or issues related to the reported problem. The iesu was tested on a golden system with 10 power cycles and 50 energy cycle cut/seal actions. The reported issue did not occur during testing, but the data confirmed the error had occurred.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported the vessel sealer seal cycle stopped working. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.